Event description:
11/26/2019: integrum received adverse event report: patient (B)(6) underwent stage 1 osseointegration surgery on (B)(6) 2019. During flap exposure for stage 2 surgery on (B)(6) 2019, a 2 cm quadriceps abscess was encountered within the quadriceps musculature, not tracking to involve the bone or implant, which were not exposed at the time of surgery. The abscess was debrided and the wound closed, without proceeding with the stage 2 procedure. Abutment was not placed during stage 2 surgery. Antibiotics were administrated.

Event description:
11/26/2019: integrum received adverse event report: patient (B)(6) underwent stage 1 osseointegration surgery on (B)(6) 2019. During flap exposure for stage 2 surgery on (B)(6) 2019, a 2 cm quadriceps abscess was encountered within the quadriceps musculature, not tracking to involve the bone or implant, which were not exposed at the time of surgery. The abscess was debrided and the wound closed, without proceeding with the stage 2 procedure. Abutment was not placed during stage 2 surgery. Anibiotics were administrated. 12/15/2020: it was reported that infection has been cleared. The patient has other major health issues but nothing related to oi or her surgeries.

Event description:
11/26/2019: integrum received adverse event report: patient 2004 underwent stage 1 osseointegration surgery on (B)(6) 2019. During flap exposure for stage 2 surgery on (B)(6) 2019, a 2 cm quadriceps abscess was encountered within the quadriceps musculature, not tracking to involve the bone or implant, which were not exposed at the time of surgery. The abscess was debrided and the wound closed, without proceeding with the stage 2 procedure. Abutment was not placed during stage 2 surgery. Antibiotics were administrated.